Event description:
A malfunction was reported, identified by code 12, and the fault ID was available. There was no reported impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction recurred. Technical support decided to replace the pump and confirmed the shipping address. Instructions were given for returning the faulty pump using a pre-paid label and putting it into storage mode, which the customer understood. The customer opted to use multiple daily injections as a backup method to ensure continuous insulin delivery.